Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking needle housing of an infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.75 in. Safestep infusion set was returned for evaluation. An initial visual observation of the returned infusion set revealed use resides along the returned device. A functional test of attempting to infuse water into the infusion set with a 12 ml syringe revealed a leak at the needle/needle housing joint. The infusion set was patent to infusion. A microscopic observation revealed adhesive appeared to be missing from the device at the needle/housing interface. A uv light was used to identify the location with the missing adhesive. The supplier had been notified of this event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that when punctured a patient and injected saline, saline leaked out from the top, not the tip of the needle. There was no reported patient injury. No other information was provided.

Event description:
It was reported that when punctured a patient and injected saline, saline leaked out from the top, not the tip of the needle. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.